Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02746 addresses the first cre balloon, while manufacturer report # 3005099803-2013-02747 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(4) 2013 that two cre balloon dilatation catheters were used during an esophageal dilation procedure. According to the complaint, during the procedure, the first balloon was unable to fully deflate and there was inflation medium still in the balloon. The device was removed with the endoscope and then the catheter was cut to remove it from the scope. The same event occurred with the second balloon and the inflation medium was unable to be removed. The device was removed with the scope and the catheter was cut. It was reported that nothing was left inside the patient and the procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.